Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to the olympus repair department where it was found that the faulty power supply was unable to power up main lamp but spare lamp turns on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power failure occurred due to the malfunction of the power supply unit (switch regulator). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received however, the evaluation is not yet complete. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source is stuck in a position where the buttons are unable to be changed. In addition, the standby button does not work. A bulb was replaced however, the touchpad did not respond as normal. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.